Event description:
It was reported that the pt was explanted due the pt's lack of use of the ipg and recharging. Due to inadequate usage, the ipg replacement was necessary. As a result of replacing the ipg, the pt now has adequate stimulation coverage. No further intervention is needed. Replacing the ipg did address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.